Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system (is) scan did not transfer over to the navigation system (ns). This occurred during the confirmation spin. There was no patient impact reported and no delay to surgery. While troubleshooting, they were unable to recreate the issue.